Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (malfunction alarm 15).

Manufacturer narrative:
Per tandem's user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. In addition to the above, do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. You must take off your pump, transmitter, and sensor and leave them outside the procedure room. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went through an airport body scanner and subsequently a malfunction alarm occurred. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.